Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During the evaluation by the fse, the sample loader parameter was incorrectly set. The instrument was verified to be operational .there was no further action required by fse. The most probable cause of the reported event was due incorrect sample loader parameters secondary to operational error.

Event description:
On (B)(6) 2017, a customer reported that were getting low total area on 10 patient samples with their g8 analyzer. They tried using fresh quality control (qc) material and dilution with no resolve. The replaced a spare needle but the low total areas persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.